Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 - the UDI number is not known as the part and lot numbers were not provided.

Event description:
This is filed to report incomplete coaptation. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr). Two clips were implanted, reducing mr. On (B)(6) 2023, echocardiography showed one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.